Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was not completed prior to service. An ortho field engineer (fe) cleaned the incubator and verified the adjustments for reagent metering and well wash. Post-service, a 20 replicate within-run vitros tropi es precision test was performed and two (2) replicates were not completed due to well dispense condition codes. The instrument cannot be ruled out as a contributing factor to the event and the investigation into the condition codes is ongoing. Based on historical quality control results, a vitros tropi es lot 2600 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2600 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Pre analytical sample processing is not likely to be a contributing factor as the customer is processing the samples following the sample collection device manufacturer¿s recommendations.

Event description:
A customer obtained a non-reproducible, higher than expected vitros troponin I es result from a patient sample (troponin I es = 0.243 ng/ml versus expected <0.012 ng/ml) processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es result was reported from the laboratory, however, sample testing was repeated and a corrected report was issued for the affected sample. There were no allegations of patient harm as a result of the event. (B)(4).